Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the front case. Replaced damaged front case. Replaced missing power cord. Replaced corroded left/right iui. Replaced faulty power supply board components r4 and q19. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/30/2016 to the present date 1/11/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged. No patient involvement is noted.